Manufacturer narrative:
Analysis was able to confirm that the programmer was unresponsive. It was observed that there was a loss of connection and a spontaneous drop in signal strength when using the associated radiofrequency (rf) head. A test rf head was used and was found to have a stable connection medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer display screen froze during threshold testing when performing a regular implantable device follow up. It was noted that during the threshold test, there was no amplitude numbers showing on the screen and when an attempt was made to cancel the test, the screen was frozen preventing cancellation and causing arrhythmia and asystole to the patient. It was further noted that the test automatically finished when the minimum amplitude was reached and then returned to normal programming pacing again. It was noted that the programmer software had recently been updated. It was further reported that the test was started with the permanent programmed output and became stuck at the initial value - the initial and final values were the same. The patient was pacemaker dependent and showed no escape rhythm when the test amplitude was below the threshold. In the waveform area the user could see that update of electrograms (egm) however the values with the decremented amplitude and the arrows pointing to the complex where this decrement was applied were not visible. There was no sound indicating that the decrement was done. Marks indicating that a decrement was done were not shown however loss of capture and a prolonged asystole were visible. The test remained and the patient remained in asystole until the test stopped by itself when it reached the minimum amplitude although the user stopped pressing the test button. After waiting a short time after the test ended the user pressed in different places in the screen to try to close the window however it remained unresponsive (with hourglass symbol displayed). No further patient complications have been reported as a result of this event. The radiofrequency head tested out of specification during manufacturer's analysis.